Manufacturer narrative:
This is a system report. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: brand name: valiant captivia ff; product ID: vamf3632c150tu, serial/lot #: (B)(6), ubd: 12-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a concern about the porosity of the valiant captivia stent grafts following the treatment of a 64mm contained rupture taa . One day post the index procedure, the patient became hypotensive, prompting a return to the operating roomfor relining the implanted graft with a non medtronic ((ctag) stent graft. The physician suspected a type IV endoleak or type iiib endoleak. The endoleak was described as a blushing. The endoleak was noted in the area of the stent grafts which overlapped. It was confirmed there was adequate overlap.

Manufacturer narrative:
B5: additional information: it was reported the patient has since passed away, the cause of death is unknown due to no autopsy being performed. The patient was believed to have an infection in the follow up scans which was confirmed with blood cultures and increased white cell counts. B.2 year valid only medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B2: date of death: month and year valid only. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis: the reported endoleak was confirmed on the films provided; however, the exact type and cause of the endoleak could not be determined. The reported patient death and possible infection could not be assessed. Angiograms (including endoleak interrogation) taken during the intervention procedure could have allowed for a more comprehensive determination of the endoleak, but these were not provided for review. Although a type iiia junctional endoleak cannot be fully ruled out there appeared to be sufficient component overlap between the valiant captiva stent grafts to prevent this. A type iii fabric endoleak would be less likely to have occurred at index and analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to this, e.g calcification, but its possible occurrence can not be ruled out. It is also possible that the contrast may be residual after snorkeling. A type ia endoleak was not considered to be present as adequate proximal seal was observed. A type IV endoleak is unlikely due to the density of the contrast but its possible occurrence also can not be ruled out. The reported intervention with stent graft relining would have resolved several different endoleak types. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.